Event description:
The hearing aid (h/a) user came into a h/a dispenser's (not beltone) office and complained of a fungus infection in his ear which was being treated using an over the counter medication.